Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable pump won't run alarm was noted. No adverse effects were reported.